Event description:
It was reported that during idiopathic ventricular tachycardia - left (l-idvt) ablation in proximity to septal portion of aortomitral continuity (amc) st-segment elevations were noted in precordial leads followed by bradycardia, o2 desaturation, hypotension, and 18 sec asystole. Transthoracic u/s revealed pericardial effusion. Pericardiocentesis was performed with 200 ¿ 250 cc of blood drained immediately. The patient was stabilized and sent to the ICU in stable condition. Later the same day, the patient was evaluated by cardiothoracic surgeons and was recommended for open heart left ventricle (lv) repair. The patent had successful repair of small perforation and fully recovered. The physician¿s opinion regarding the causality of adverse event was procedure-related and difficultly of manipulating the catheter in the aortomitral continuity (amc) region with retrograde approach.

Manufacturer narrative:
The device history record was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: stockert model # m-5463-01, serial # (B)(4). Carto 3 rmt model # m-5830-01, serial # (B)(4). Coolflow pump model # m-5491-02 , serial # (B)(4). Webster cs with auto ID model# d-1353-04-s, lot # 15944178m. (B)(4).